Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas e411 analyzer serial number (B)(4). The sample was submitted for investigation and was tested on a cobas e411 analyzer and a centaur analyzer. The results for thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) were discrepant. Refer to the medwatch with (B)(6) for the other assays. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified as insufficient sample material remained for further investigation. From the information provided, a general reagent issue was not likely. When comparing results generated by different types of analyzers, variances can be expected due to the different setups of all assays, the antibodies used and the variances in reference methods. For thyroid parameters, the patient's age, gender, and other characteristics should be considered when analyzing results.